Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding and anemia could not be conclusively determined through this investigation. The patient remained ongoing on (B)(6), until they ultimately expired on (B)(6) 2021 (refer to MFR. Report # 2916596-2021-04477 for evaluation). Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 for gastrointestinal bleed and treated for symptomatic anemia.